Event description:
It was reported the unit or cord emitted electric shocks to the user. Visual examination of the components revealed no defects, and testing revealed no defect in the continuity of the unit. The switch was also activated through several cycles, but we were unable to duplicate the reported event.